Event description:
It was reported that five days after the initial implant of this implantable cardioverter defibrillator (ICD) system, pacing inhibition with 5.5 seconds of asystole was observed on an external monitor. When reviewing the waveform from the external monitor, artifacts through to be ventricular pacing beats were observed to be scattered immediately after the p-wave. The patient was in bed watching television during the time when the pause was observed. A review of the ICD device measurements was performed. All impedance, threshold and amplitude measurements were indicated to be appropriate. There was no associated arrhythmia event. Also, there were no changes observed with the patient lying down, sitting, or standing or with isometric testing. An x-ray was performed, and no changes from implant were observed. Also, it was confirmed that there were no changes to the patients medication before or after the observed pause. Additional checks were performed the following day and no problems were observed. It was indicated that at the physicians discretion, hospitalization of the patient will be continued and a follow-up will be performed. In addition, introduction of remote monitoring will be performed. The products remain in-service. There were no adverse patient effects.